Event description:
The reported description notes that the bedside monitor failed to alarm when the pt's arterial line was accidently disconnected.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm when the pt's arterial line was accidentally disconnected. Root cause- user knowledge. No product malfunction was identified. The cited bedside monitor function was reviewed by the customer using simulation testing and found to be performing as indicated per MFR specs. The customer reports that there was an alarm log entry "low arterial pressure" listed within the bedside monitor's alarm review screen. According to the instructions for use manual. Intellivue mp20/30, mp40/50, mp60/70/80/90, release h.0, page 86, the low arterial pressure is a yellow (low priority alarm). When this alarm occurs, the numeric flashed and low limit is highlighted, with a low audible alarm tone which is repeated every two seconds. This alarm is produced when the measured pressure value is below the low alarm limit. Capture of this info within the central monitor's diagnostic logs as yellow alarms are not recorded as log entries within either the bedside or central monitor's logs. A red (high priority) alarm occurs only after the pressure is non-pulsatile and the mean pressure is continuously less than 10 mmhg ( 1.3kpa). So, the user will get the yellow alarm first. The customer reported that they did perform a monitor simulation test and the monitor's alarms are working properly. The customer notes that they were able to see in the alarm review the silence button and if the alarm was turning off. No product malfunction was identified. The available info supports that there is no known health risk for the pt or users. Additionally, the available info from the report does not support that this failure represents a systemic, design, or labeling problem. The customer does have the add'l software option offered in software e.o. Under the intellivue product enhancements for software e.0, this alarm enhancement is available. For the invasive pressure measurement, the extreme pressure alarms extreme high and extreme low can be made available for your monitor in configuration mode and are add'l to the standard high and low limit alarms. If you have the monitor set for extreme low, you will get a red alarm (higher priority). So in the event of an arterial line disconnect, a standard low alarm will occur followed by a worsening pressure limit-extreme low pressure alarm (red high priority alarm) - and with a pressure that is continuously less than 10 mmhg-red high priority alarm. The customer will provide in-service education regarding pressure disconnect alarms and silencing of these alarms. All of these features are adequately described in the device labeling (IFU). No further investigation or action is warranted.